Event description:
Customer reported that the insulin pump returned an error alarm. Blood glucose level was 130 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection. A64 alarm during self tests due to faulty y1 on rfb. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).